Manufacturer narrative:
On september 9, 2021, mentor became aware that the date of bilateral replacement surgery with non-mentor devices was on (B)(6) 2021, and implants were found to be ruptured upon removal and were discolored. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 fields d6b for explantation date have been updated to on (B)(6) 2021. Field h6 health effect - impact code ¿device explantation¿ has been added medical device problem codes material rupture, and material discolored have been added to field h6 field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right capsular contracture; baker grade IV, ruptured, and discolored. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent unspecified breast surgery with unknown size unknown gel implants in 1974 experienced bilateral capsular contracture; baker grade IV. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.